Event description:
It was reported that air bubbles were observed in the patient line. Customer¿s blood glucose level was 60-400 mg/dl. Customer changed infusion set to address the issue and resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose level was 60-400 mg/dl. Customer changed cartridge to address the issue and resumed insulin delivery.